Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on past a white screen and was emitting a loud beeping sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. As received, the monitor would not power on. During svc investigation, the flash memory failed to programmed. The cause of the problem is a flash memory failure (components u102 and u105) on the computer analog (ca) board. Root cause analysis of ca board sn (B)(4) is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective component. The pt received a replacement monitor.